Manufacturer narrative:
(B)(4).

Event description:
The complaint sensor was not returned to dexcom. The receiver (part number stk-kx-pnk/serial number (B)(4)/lot number 5194190), being used with the complaint sensor, was returned on (B)(4) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient's mother did not report injury or medical intervention. It was reported that a pediatric patient was using an adult receiver, which is considered off-label use. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.